Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified popliteal artery. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilation and the device was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3.0x20x144 coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.